Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? -the tissue type was thin. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? -the information was not provided from the hospital. What other color cartridges were used before and after this event? -the white cartridges were used before and after this event. Were any unexpected noises heard? If so, when? -unexpected noises heard when the firing trigger was grasped. Were any of the forces higher or lower than expected (closing, firing, or opening)? -no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. The analysis results showed that one device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an open hepatectomy, the firing trigger could not be grasped at the 1st stroke of the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. The device was not fired across something hard such as a clip. Reinforcement material was not used.